Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that the catheter was placed in the cath lab and the pt was transferred to the intensive care unit (ICU). It was then noted that the stopcock was leaking. A new kit was opened and the stopcock replaced. There were no pt injuries or complications. The pt outcome is "good."